Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, the torn cable sheathing was due to damage to the cable unit. The investigation findings indicate that water tightness was lost due to poor watertightness of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had a water leak in coupler unit and due to poor watertightness of cable unit, water tightness was lost. There was no patient involvement.